Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification, the complaint databases were reviewed for similar reported events regarding revision. There have been no other similar events for the lot referenced. Not available.

Event description:
It was reported that the patient presented with a painful hip. A revision surgery was conducted on (B)(6) 2017. A head (28+8 v40) and liner, that were implanted in (B)(6) 2014, were revised. It was reported that the surgeon describes the event "as what identified as a 'trunionosis and pseudo tumor".